Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-1, additional information was received from the manufacturer representative (rep). The rep reported they had no information regarding the cause of the patient's altered mental status. The rep reported they were called back to the hospital on (B)(6) 2019 to decrease the dose by 6% and then again on (B)(6) 2019 to decrease the dose by 5%. On (B)(6) 2019, the patient was lethargic and difficult to arouse per 1:1 sitter with the patient. When the rep returned to the hospital on (B)(6) 2019, the patient was sitting up in bed, alert, and was answering questions appropriately. The rep did not have access to the information regarding why the dose had been increased.

Manufacturer narrative:
Correction: on 2019-may-01 the following information was reported incorrectly: ¿the rep reported they were called back to the hospital on (B)(6) 2019 to decrease the dose by 6% and then again on (B)(6) 2019 to decrease the dose by 5%. On (B)(6) 2019, the patient was lethargic and difficult to arouse per 1:1 sitter with the patient. When the rep returned to the hospital on (B)(6) 2019, the patient was sitting up in bed, alert, and was answering questions appropriately.¿ the report should have said the following: ¿the rep reported they were called back to the hospital on (B)(6) 2019 to decrease the dose by 6% and then again on (B)(6) 2019 to decrease the dose by 5%. On (B)(6) 2019, the patient was lethargic and difficult to arouse per 1:1 sitter with the patient. When the rep returned to the hospital on (B)(6) 2019, the patient was sitting up in bed, alert, and was answering questions appropriately.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep) on 2019-may-21. It was reported the patient had presented to the hospital with confusion and combativeness. The patient's wife reported the patient had a refill of their pump with the past week. The pump telemetry did not show an update consistent with a recent update (17.5 ml residual volume on a 40 ml pump). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, it was noted the labs were unremarkable with the exception of a possible urinary tract infection (uti), for which the patient was receiving intravenous (IV) antibiotics. Telemetry logs were read. No immediately apparent abnormalities were noted. The patient's intrathecal baclofen was decreased by 10% to a rate of 1350 mcg/day on simple continuous mode. The device was being used to deliver lioresal. It was indicated the issue had not resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included ms (multiple sclerosis). Other medications being taken at the time of the event included vancomycin and cefepime.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, 2,191 mcg/day) via an implantable pump for intractable spasticity. The patient's other medication taken at the time of the event included positive for tch on uds, IV ativan for agitation. The patient presented to the hospital on (B)(6) 2019 with altered mental status. The patient's managing physician suspected itb toxicity secondary to overdose. The pump was interrogated. It was noted the patient had a pump refill performed approximately 72 hours prior by another healthcare professional (hcp). A lateral x-ray of the pump was obtained and demonstrated what appeared to be fully expanded bellows. The dose was reduced from 2,191 mcg/day of baclofen to 1,680 mcg/day (previously documented dose of itb from telemetry available from january). Contact to the refilling hcp was attempted, but unsuccessful. No dosing history could be obtained. The issue was not resolved at the time of this report. The patient's status was alive - no injury. On 2019-may-1, additional information was received from the manufacturer representative (rep). The rep reported they had no information regarding the cause of the patient's altered mental status. The rep reported they were called back to the hospital on (B)(6) 2019 to decrease the dose by 6% and then again on (B)(6) 2019 to decrease the dose by 5%. On (B)(6) 2019, the patient was lethargic and difficult to arouse per 1:1 sitter with the patient. When the rep returned to the hospital on (B)(6) 2019, the patient was sitting up in bed, alert, and was answering questions appropriately. The rep did not have access to the information regarding why the dose had been increased. Additional information was received from the healthcare provider via the manufacturing representative (rep) on 2019-may-21. It was reported the patient had presented to the hospital with confusion and combativeness. The patient's wife reported the patient had a refill of their pump with the past week. The pump telemetry did not show an update consistent with a recent update (17.5 ml residual volume on a 40 ml pump). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, it was noted the labs were unremarkable with the exception of a possible urinary tract infection (uti), for which the patient was receiving intravenous (IV) antibiotics. Telemetry logs were read. No immediately apparent abnormalities were noted. The patient's intrathecal baclofen was decreased by 10% to a rate of 1350 mcg/day on simple continuous mode. The device was being used to deliver lioresal. It was indicated the issue had not resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included ms (multiple sclerosis). Other medications being taken at the time of the event included vancomycin and cefepime.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, 2,191 mcg/day) via an implantable pump for intractable spasticity. The patient's other medication taken at the time of the event included positive for tch on uds, IV ativan for agitation. The patient presented to the hospital on (B)(6) 2019 with altered mental status. The patient's managing physician suspected itb toxicity secondary to overdose. The pump was interrogated. It was noted the patient had a pump refill performed approximately 72 hours prior by another healthcare professional (hcp). A lateral x-ray of the pump was obtained and demonstrated what appeared to be fully expanded bellows. The dose was reduced from 2,191 mcg/day of baclofen to 1,680 mcg/day (previously documented dose of itb from telemetry available from (B)(6)). Contact to the refilling hcp was attempted, but unsuccessful. No dosing history could be obtained. The issue was not resolved at the time of this report. The patient's status was alive - no injury.